Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose (bg) level was reported to be in the high (300 mg/dl). The contact stated to be unsure if the event impacted customers bg level, as the customer has been running high bg's but believes that it may be caused by an unrelated illness. However, it was not confirmed. The customer would bolus via the pump to stabilize bg level. Reportedly, the pump is functional. It was indicated that the customer would continue to use the pump until the replacement arrives.